Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2013, inratio2: 1.5, lab: 2.0. Therapeutic range: 2.0-3.0. Time between tests: 30 minutes.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with reference results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio result = 1.5, reference result = 2.0, mean = 1.75, confidence limits = 1.2 - 2.3. The mean of the inratio meter and comparative system inr was calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing performed on reported lot 306128 on (B)(4) 2013 yielded the following results: donor: (B)(4), inratio: 2.6, 2.4, 2.5, reference: 3.08, bias threshold: 2.08 - 4.08, %cv: 4.00. Donor: (B)(4), inratio: 2.7, 2.4, 2.5, reference: 2.23, bias threshold: 1.23 - 3.23, %cv: 6.03. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria had been met. No further investigation required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #306128 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.